Manufacturer narrative:
Section d4: device serial number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted to the hospital. It was said that prior to admission the patient's system controller was exchanged due to a backup battery fault alaram. Log files were submitted for review and log files from the original system controller (B)(6) contained the onset of backup battery faults on (B)(6) 2026. It appeared that the emergency backup battery (ebb) failed the load test. The log file also captured a loss of external power event while the patient was utilizing the mobile power unit. The system controller did switch appropriately to the ebb when the external power was lost. These events appeared to have resolve once external power was completely restored. The event log from the current system controller (B)(6) contained alarm associated with the system controller swap. The pump appeared to resume the programmed set speed. The system controller clock did not appear to be set at the time the log files were submitted.